Manufacturer narrative:
H10: there have been several attempts made to obtain this device for further investigation, however, as of 25mar2021, the device has not been received and/or evaluated by the factory repair bench, therefore, the complaint allegation cannot be confirmed. The customer received a replacement device. In the event that the device is returned for evaluation and/or additional information is obtained, this complaint file will be reassessed and updated accordingly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 speaker does not work anymore. The device was not in use on a patient at the time of event.